Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump possibly exhibited a board failure while during patient use. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found a cracked top case. There was no evidence in the device's event history log. Functional testing was performed. Upon review, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com.